Event description:
The customer reported sensor glucose and blood glucose reading discrepancy. Customer stated that he received threshold suspend alarm and sensor glucose reading was 44 mg/dl and blood glucose was 66 mg/dl. Troubleshooting was done for sensor glucose versus blood glucose. Customer blood glucose was 66 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.